Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, approximately 12 weeks postoperatively, the patient experienced abdominal pain immediately following intercourse and subsequently returned to the hospital necessitating an additional procedure. The initial da vinci-assisted procedure was completed successfully with no intraoperative complications. Upon return to the hospital, examination revealed a 3 cm dehiscence of the vaginal cuff. The patient was brought back to the operating room, where the vaginal cuff was repaired with manual suturing using a barbed suture. The procedure was successfully completed, and the patient has since been discharged and is recovering well. The surgeon does not believe that the da vinci system, instruments, or accessories caused or contributed to the reported event.